Event description:
During an unk procedure the surgeon attempted to place clips on bleeding vessel and clips would not close down to achieve hemostasis. A second device was opened and clips still would not achieve hemostasis. An alternate means of ligation was used and hemostasis was achieved. There was no pt consequence.